Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a mitraclip that was difficult to deploy, which resulted in a single leaflet device attachment (slda). It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) a prolapsed posterior and a small flail. During a mitraclip procedure with an xtw, there was difficulty deploying and releasing the clip from the distal actuator mandrel. The delivery catheter (dc) handle was retracted and it did not appear to separate from the clip. Troubleshooting such as moving the stabilizer gently forward was performed. A tug was applied to the device and the posterior leaflet was lost as the dc handle was freed. This resulted in a single leaflet device attachment (slda) of the anterior leaflet. An additional clip was implanted to stabilize the first clip, and the mr was reduced to grade 1. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information the cause of the reported difficult clip deployment was unable to be determined. The reported incomplete coaptation/slda appears to be a cascading event of the reported difficult clip deployment. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.